Event description:
Same case as MFR report #: 2134265-2010-01649. It was reported that during a percutaneous transluminal angioplasty procedure to treat an instent restenosis, withdrawal difficulties occurred. The lesion was a 90% restenosis of the express ld 7.0 x 57mm stent located in the moderately tortuous external iliac artery. The date of the stent deployment is unknown. The express ld stent was well-positioned and well apposed. The 75% stenosed lesion was located in the mildly tortuous vessel. The stent was deployed at 8atms, and there were no complications during the stent deployment procedure. The restenosis was determined by angiography. The small peripheral flextome monorail cutting balloon was inflated to 12atms one time. However, upon withdrawal from the stent and into the 6fr nonbsc introducer sheath, the physician encountered resistance. The physician advanced the device forward and attempted to withdraw it again, still noting resistance. The physician then advanced the device once again, inflated the balloon to 2 atms, deflated the balloon and was able to withdraw the balloon catheter. Upon removal, it was noted that a portion of the blade was missing. Vacumn was performed and only blood was removed from the sheath. Another 7.0 x 40mm balloon was used to complete the procedure. The location of the blade fragment is unknown, however the physician reported the patient status as `ok'.

Event description:
Same case as MFR report #: 2134265-2010-01649. It was reported that during a percutaneous transluminal angioplasty procedure to treat an in-stent restenosis, withdrawal difficulties occurred. The lesion was a 90% restenosis of the express ld 7.0 x 57mm stent located in the moderately tortuous external iliac artery. The date of the stent deployment is unknown. The express ld stent was well-positioned and well apposed. The 75% stenosed lesion was located in the mildly tortuous vessel. The stent was deployed at 8atms, and there were no complications during the stent deployment procedure. The restenosis was determined by angiography. The small peripheral flextome monorail cutting balloon was inflated to 12atms one time. However, upon withdrawal from the stent and into the 6fr nonbsc introducer sheath, the physician encountered resistance. The physician advanced the device forward and attempted to withdraw it again, still noting resistance. The physician then advanced the device once again, inflated the balloon to 2 atms, deflated the balloon and was able to withdraw the balloon catheter. Upon removal, it was noted that a portion of the blade was missing. Vacuum was performed and only blood was removed from the sheath. Another 7.0 x 40mm balloon was used to complete the procedure. The location of the blade fragment is unknown, however the physician reported the patient status as ¿ok¿.

Manufacturer narrative:
(B) (4).

Manufacturer narrative:
Device evaluated by MFR: a 6fr introducer sheath was returned with the device. A visual and microscopic examination of the introducer sheath found that it was squashed in the center for 10mm. The distal end of the introducer sheath was also damaged. A visual examination of the cutting balloon found that the returned balloon had evidence of being inflated. The device was attached to an encore inflation unit and inflated to its rated burst pressure (rbp) without issue. A visual and microscopic examination of the balloon material observed that a section of one blade was missing. The section where the blade was missing measured 2.5mm, 5mm from the proximal end of the blade. All other blades were present and adhered to the balloon surface. No other damage was noted on the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is user error. The dfu contains directions as to how to remove the device if resistance is encountered.